Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the graphical user interface (gui) inoperable following a device update. There was no reported pt involvement at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the gui printed circuit board assembly (pcba). The device passed a complete performance verification. Covidien ref: (B)(4).